Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number # (B)(4)), and the meter was qualified and released by the quality control department and shipped to (B)(4) on 04/16/2013. The strip lot #d151007-1 was manufactured on 10/07/2015 and expired in 10/2017. Ok biotech received no other complaints from same manufacturing batch of strips. We are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause.

Event description:
Our importer, (B)(4) received a call on 08/02/2016 reporting a medical intervention that occurred on (B)(6) 2016 at 10:30am. Patient ((B)(6)) called in stating her meter would power on then ask for blood, begin to count down and then shut off without giving a reading. (B)(6) was experiencing symptoms of shakiness, sweating and loopiness. (B)(6)'s normal blood glucose reading around the time of day of the event is 80-90mg/dl. Paramedics were called immediately after attempting to test (B)(6)'s glucose with the prodigy meter. Paramedics arrived 3 minutes after being called. Upon arrival paramedics tested (B)(6)'s glucose with their meter with result of 30mg/dl. Approximately 3 minutes passed between testing with the prodigy meter and the paramedic's meter. Paramedics gave (B)(6) a sandwich and transported her to the ER. (B)(6)'s blood glucose reading upon arrival at the e.r. Was 38mg/dl. The hospital gave (B)(6) an IV, orange, turkey sandwich and peanut butter crackers. (B)(6)'s blood glucose reading upon discharge was 130mg/dl. (B)(6)'s total stay in the hospital was 7 hours. Prodigy sent replacement and prepaid envelope requesting return of the suspect system.